Manufacturer narrative:
(B)(4). The event occurred in (B)(6) 2015. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extend life pd transfer set cracked during patient use. The crack location was not reported. The cracked reportedly cause the patient to experience peritonitis. The patient was hospitalized for the peritonitis event. The patient was treated with an anti-inflammation drug (added to their peritoneal dialysis solution, dose, frequency, and duration not reported) for peritonitis. The action taken with peritoneal dialysis therapy was not reported. At the time of this report, the patient was recovered from the event. No additional information is available.